Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of interlink system non-dehp t-connector extension sets disconnected. The event was further described as the interlink device disconnects from a non-baxter catheter due to needing more pressure to get a proper connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.